Event description:
It was reported that a malfunction alarm occurred. Tandem technical support provided pump reset information but the customer was unable to finish troubleshooting. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.